Event description:
It was reported during a right atrial flutter ablation procedure, the irrigation port had detached from the cool path catheter handle. The detachment of the irrigation port occurred after 30 minutes of ablation. The physician was torquing or turning the catheter, while the catheter was in the right atrium when the irrigation port detachment was noted. The physician felt liquid running down his gown and realized the irrigation port had detached. The different ablation catheter was used to complete the procedure. There were no consequences to the pt. Add'l info was requested and is unavailable at this time.

Manufacturer narrative:
(B)(4). Method - no testing methods performed. Results: results pending completion of eval. We are in the process of evaluating this device. When our investigation is completed, a supplemental medwatch report will be submitted.